Event description:
It was reported that during a spine deformity procedure from t2-l2, the surgeon was using the socket wrench with straight handle and the handle fell apart in the surgeon's hand. The surgeon used another socket wrench with straight handle but something inside the wrench was not working and the wrench would not capture the nut. The surgeon then used the wrench with l-handle to complete the procedure. Nothing was left in the patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the instrument has two faded labels on the shaft which are not a result of the manufacturing process. Numerous wear marks and scratches exist on shaft which are consistent with field use. All features related to this complaint meet specifications, therefore this complaint is invalid from a manufacturing perspective. It is unclear what caused the instrument handle to break, therefore this complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.